Event description:
Meter was prompting an error code. An ICU nurse provided additional information. The nurse did not know the specific error code that themeter had displayed, but stated that multiple operators had obtained error messages on the meter. Nurse also mentioned that a result of 29 mg/dl had been obtained on a patient; and immediate retest yielded a result in the "600's", although the meter does not report number values greater than 500 mg/dl. A result >500 mg/dl is reported as "hi". Therefore, here information regarding the high meter result appears to be incorrect. A laboratory blood glucose test was also conducted on the patient; the result was not provided. There was no indication that the patient experienced injury as a result of the product. The reporter stated that control solution testing was conducted per the hospital's policy. The reporter was unable/unwilling to answer whether the control solution test was in range. Based on the unresolved error code issue, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.